Event description:
It was reported that during an abdominal hysterectomy the device did coagulate on the proximal end, but on the distal end the tissue pad was not clamping correctly and the tissue would not seal. The tissue was oozing blood and the surgeon had to suture the uterine arteries in order to complete the case. There was no blood transfusion required, the bleeding was controlled with sutures. The pt was in recovery for several extra hours as a result of the bleeding, pt is currently fine. No pt consequence reported.

Manufacturer narrative:
H4, 6. Info anticipated, but unavailable at this time.